Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent lysis of adhesions, partial excision of previously placed mesh and recurrent ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted a tear along the superior portion, with eventration of the mesh up into the hernia defect. It was reported that the patient experienced recurrent severe pain, inflammation, bowel obstruction, nausea, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.